Event description:
It was reported that the left ventricular (lv) lead exhibited fracture. The lead was partially removed and capped. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).